Event description:
It was reported to medtronic minimed that the customer received pump error 25 (this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running.) Tried to rewind but it doesn't appear it and the alarm started again. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting on reported event confirmed that the customer was able to clear the alarm but rewind failed. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section h7 - checked recall box. 2. Section h9 - added battery depletion recall number. P-cap locked in place properly during testing. Proceed it by using a new battery cap and a new battery. Unit power up properly after battery installation. Unit was downloaded successfully using (thump software) for reference. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might of trigger the reason complain. The pump diagnostic trace download file recorded pump error 25 on 04/08/2025 00:00:00.000. Unit passed the active current measurement test. However, high sleep current measurement was noted. Unable to create power graph due to unable to download detailed trace. However, using the baat tool, customer did not experience an unexpected power loss of less than 7 days per the pump history records. Battery cycle 16.0 received the lowbatteryalert (104) on 04/02/2025 08:41:00 after more than 7 days at 11.98 days. Battery cycle 15.0 received the lowbatteryalert (104) on 03/21/2025 08:43:00 after more than 7 days at 11.05 days. Battery cycle 14.0 received the lowbatteryalert (104) on 03/09/2025 16:24:00 after more than 7 days at 8.74 days. Unit was cut open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection corroded electronic assembly was noted leading to high sleep measurement current. The following cosmetic damages were noted: cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay and moisture damage. In conclusion, customer's concern was confirmed of pump error 25. In addition, corroded electronic assembly was noted. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.